Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. The customer's blood glucose was not impacted. Customer would continue to use the pump for insulin therapy.